Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of cup at the bone to implant interface. Patient was experiencing pain, x-rays indicated the cup was possibly loose. Surgeon mentioned poor bone quality and history of smoking as possible explanation for loosening. Surgeon gave no indication of any deficiency with the products. The cup was revised to pinnacle multi hole and achieved good fixation. No additional information is available. Medical records are not attainable without a business agreement. Lot numbers on cup and head were not legible. Implants are not available for return. Doi: unknown - dor: (B)(6) 2021 (left hip).